Event description:
The customer reported that after a power outage the carescape telemetry server did not come back up, which resulted in loss of monitoring for 16 beds for 1.5 to 2 hours. Alternative monitoring was not available. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.